Event description:
Operative note: preoperative diagnosis: stress urinary incontinence; postoperative diagnosis: stress urinary incontinence; procedure performed: synthetic retropubic midurethral sling; cystourethroscopy; findings: on cystourethroscopy, no evidence of bladder injury or perforation, no urethral injury. No vaginal perforation. The patient tolerated the procedure well. At 5 weeks later: chief complaint: postop check; pvr was 113 ml; poc ua showed trace blood (clean catch); speculum examination: vaginal epithelium has healing suture lines as expected. No bleeding, some brownish discharge. Cuff intact; bimanual exam: cuff intact. No induration. No tenderness. S/p mus, cysto at time of total laparoscopic hysterectomy, overall doing well - pulmonary vascular resistance (pvr) near upper limit of normal with possible mild voiding dysfunction symptoms; plan: discussed option of partial failure of passive transfer for elevated pvr - will plan to repeat eval in 4 weeks and reassess, and if she is still having symptoms of voiding dysfunction with mildly elevated pvr. I did counsel the patient and her daughter that I think she would benefit from medical interpreter as I do think there is some information between us getting lost, but patient adamantly declines this. At 3 months later: chief complaint: postop check; passed postop void trial in hospital; at last visit complaints of urinary hesitancy and frequency/mild voiding disfunction symptoms. Pvr was 113ml. Discussed very mildly elevated, rec'd repeating pvr in 4 weeks and pt if still an issue. Returns today. Continues to be bothered by urinary hesitancy and frequency. Unable to tell if she is emptying but reports voiding every 30 minutes. Also, some sense of vaginal flatus. She declines interpreter; pelvic exam: normal external genitalia, including clitoris, urethral meatus and perineal body. Cath pvr 400ml. Point-of-care urinary analysis (poc ua) showed neg; speculum examination: vaginal epithelium has well-healed, cuff intact. No mesh erosion; bimanual exam: cuff intact. No induration. No tenderness. Assessment and plan: worsened incomplete bladder emptying today; plan: discussed worsening pvr today and incomplete emptying after sling. Discussed option of pelvic floor physical therapy or sling lysis. Patient is not sure she wants another surgery at this time, we did discuss that the sling lysis there is a chance of recurrent stress incontinence although the plan would be to leave the majority of the sling and just lyse the sling in the middle. She opts for pelvic floor pt to start. I recommended she learn intermittent cath today, my nurse tried for a brief time, but patient ultimately declined. Therefore, we will repeat a nurse pvr in 2 weeks to reassess her emptying if it continues to worsen, we will need to work on intermittent cath teaching. Otherwise if it is improved or more similar to her prior mildly elevated pvr, she can continue with pelvic floor physical therapy and follow-up with me in 2 months to reassess her emptying. If we do not make much improvement, I would recommend sling lysis. At 2.5 months later: she was scheduled for a nurse visit pvr today for persistent voiding dysfunction, but also c/o mod-severe vaginal pain after intercourse last week. Describes pain as mostly suprapubic, worse during and after intercourse, and feeling like her vaginal opening had 'ripped open.' Denies any vaginal bleeding, urine leakage, chronic dysuria. Bladder scan pvr was 270ml, and she is at times tearful and wants to have her sling removed. She has again refused to try intermittent self-cath. Pelvic: normal external female genitalia (nefg). Mucosa estrogenic. Excellent support. Suture lines are well healed. Mod-severe tenderness over bilateral levator muscles. Mild suprapubic tenderness, cephalad to her sling incisions. Minimal tenderness over the urethra. The urethra was prepped with betadine x2, and a straight catheter was used to obtain a postvoid residual of 350ml. Resting urethral angle with catheter in place is ~+10 degrees, and there is no resistance to passing the catheter; impression: pelvic floor dysfunction and persistent voiding dysfunction after advantage fit midurethral sling; plan: discussed situation in detail, and reviewed note from 3 weeks ago; recommend pelvic floor pt to help with levator spasm, pain and voiding techniques. Also offered a trial of flomax; doctor sent to pharmacy. Counseled about side effects, esp dizziness, hypotension, and she is to call with any problems. Return to clinic to see dr. In 2 weeks for repeat pvr and further discussion of options. **continued to intended procedure section.